Manufacturer narrative:
MDR / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issues with infusion set, which fell off after one day of use event on (B)(6) 2026 which resulted in hyperglycemia and was treated with correction bolus via pump.